Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the outer tube has a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is purple due to charged coupled device (r-unit is broken). The most probable cause of the malfunction the most probable cause of the complaint was due to component failure was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported purple image during inspection for use involving an olympus rigid video laparoscope. There was no patient injury reported.